Event description:
It was reported that the vns pt experienced bradycardia and tachycardia during an MRI and the vns stimulation had accidentally not been disabled. The pt had been sedated with anesthesia during the MRI. No interventions have been taken or planned. Attempts for further info have been unsuccessful to date.